Manufacturer narrative:
Analysis of the pump on 2017-mar-27 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s logs, the following drugs were being administered via a simple continuous infusion mode as of (B)(6) 2016: morphine with concentration 7.0 mg/ml at a dose rate of 2.9979 mg/day, and bupivacaine with concentration 7.0 mg/ml at a dose rate of 2.9979 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient via manufacturer representatives. The patient was receiving morphine (concentration 7 mg/ml at a rate of 3 mg a day) and bupivacaine (concentration 7 mg/ml at a rate of 3 mg a day) via an implantable pump for post-lumbar laminectomy syndrome and spinal pain. The manufacturer representative received an email from the pain clinic asking for them to be available for a pump replacement scheduled for (B)(6) 2017 at 3:00 pm due to a motor stall. The pump was interrogated by the pain clinic after alarming and the logs showed a motor stall occurred on (B)(6) 2017 at 17:24. The patient said that within 12 hours they had cold sweats. The patient noticed the alarm but thought it was their phone. The cause of the motor stall was unknown at the time of this report. The patient was asked if they had any magnetic resonance imaging (MRI) scans in the past few weeks and they said no. The motor stall recovered at 02:33 on (B)(6) 2017, and the replacement surgery occurred as scheduled twelve hours later. The pump was replaced with the same size pump and the new pump was filled with drug from the patient¿s old pump. On (B)(6) 2017 the patient was visually showing no signs of withdrawal. The normal rate was resumed per the physician¿s request. The patient was awake and alert when the manufacturer representative left the facility. The patient¿s medical history and weight were asked but would not be made available. At the time of this report, the pump had been mailed back to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.